Event description:
The physician attempted arteriotomy closure with a techstar xl 6fr device. When deploying the device it fractured, and the sheath separated from the needle guide. A surgeon was called in to perform a cutdown and repair the artery. The surgeon noted that the artery was lacerated. The pt recovered without further incident.